Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was identified by the customer while troubleshooting the instrument for an error condition for incomplete hemoglobin. The liquid leaked from the baths (overflow) and an undetermined amount leaked onto the counter. The operator was wearing gloves, goggles and lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and replaced all 3-way pinch valves (lv14, lv15, and lv16) associated with draining that were sticking. This resolved the issue. (B)(4).